Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering as the insulin pump was not delivering the bolus. It was reported that the customer had experienced high blood glucose. The auto mode feature was active at the time of high blood glucose event. The insulin pump will be returned for analysis.